Manufacturer narrative:
Lead was explanted on (B)(6) 2019 due to subclavian crush. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was explanted on (B)(6) 2019 due to subclavian crush. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. Approximately 25cm distal to the is-1 connector pin the lead body was found squeezed and deformed. This damage is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported there was rv lead failure resulting in switching to uni polar pacing configuration on (B)(6) 2019. Episode shows evidence of non-capture as well as lead noise. On (B)(6) 2019, lead sensing has been disabled due to noise and low pacing impedance. Lead evaluation recommended. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.